Manufacturer narrative:
(B)(4). Product has been received. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the device is fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned and examination of the returned part determined that the returned device exhibits signs of repeated use and has fractured medial side. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. The risk assessment for this product is found in z10011drmf(group 2), dfmea-tibial a s provisional - shim design (tasp), line 64 which refers to tasp damages or fractures outside of the operating room. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.